Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable and wall adapter do not fit in the usb port securely. There was no reported impact to the customer's blood glucose level. Tandem technical support attempted to follow up with the customer; however, no further information was provided on the reported event.